Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially exhibited loss of capture (loc) and high capture thresholds. Technical services (ts) was consulted and provided reprogramming recommendations, as well as advised performing a chest x-ray to assess the position of the non-boston scientific left ventricular (lv) lead. No adverse patient effects were reported. This crt-d remains in service.